Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient is not receiving effective stimulation therapy from his scs system. Reprogramming was unable to obtain stimulation coverage of all of the patient's pain area. The patient also complained of a bump and tenderness at the lead site. Surgical intervention is planned for a later date to address the issues.